Manufacturer narrative:
This report is submitted on january 03, 2023.

Event description:
Per the clinic, the patient experienced skin infection at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The abutment was also removed on (B)(6) 2022.